Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 3389-40, lot# j0428210v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot# j0428210v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was later reported that the patient had no concerns with her device or therapy. The patient received assistance and her concerns were resolved.

Event description:
Additional information reported that the patient had seen a ¿call your doctor¿ screen on the patient programmer on (B)(6) 2013. When the patient programmer was used again later that morning, the screen had been blank.

Event description:
It was reported that the patient experienced a loss of therapeutic effect (their head was shaking). It was stated that the patient programmer 'did not pass self-check.' It was noted that the therapy was off and the implantable neurostimulator (ins) is 75% charged. It was stated that the antennae locater was used to turn the therapy back on with the ins recharger. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 37642, serial# unknown, product type programmer, patient. (B)(4).